Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had a keypad anomaly. The buttons were not responsive. The insulin pump alarmed failed battery test but passed the troubleshooting. Customer's blood glucose level was not reported. Customer was advised to discontinue use of the device and revert to a backup plan. The device was not returned.

Manufacturer narrative:
Insulin pump passed the functional testing's including the self test, sleep current measurement, active current measurement, rewind test, prime test, basic occlusion test, occlusion test, force sensor test and displacement test. The power management tool confirmed the unloaded voltage and loaded voltage was within spec range. No unexpected low battery alert, power loss alarm, replace battery alert or replace battery now alarm noted during testing or in the pump trace download. Device was communicated properly with guardian link and glucose sensor simulator. Device was received with corroded battery tube. All the buttons functioned properly and no moisture damage on keypad traces noted. Keypad connector was fully locked. (B)(4).